Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during plastic surgery, the device broke off while extraction of specimen in retrieval bag. Accordingly, the missing piece was not found. The surgeon performed visual inspection inside the abdomen and piece was not found. The piece appears to have been square in shape approximately 2-3 millimeter times 2-3 millimeter.